Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose between 500 to 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin shots. No further complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.